Event description:
It was reported that the system 9800 could not perform the fluoro functions. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A pin on the main arm interface cable had a damaged pin. The pin was repaired and the system was tested and found to be working as intended and placed back into service.